Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. The customer¿s blood glucose level was 400 mg/dl. Customer changed pump supplies to address the issue.